Manufacturer narrative:
One volt pfa, sensor enabled catheter was received for evaluation. It was noted that the splines of the basket assembly were bent at the distal dip. No other visual anomalies were noted. The damage noted to the splines of the basket assembly were further inspected and it was found that the spline insulation was torn/ripped. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of delaminated splines that was noted during analysis. During the pfa procedure for af, it was noted that an error message occurred on the current generator during ablation of the lipv and that a short circuit between electrodes 1 and 2 was detected. The current generator and the ensite x detected the lesion set as completed at this time. At this time, and artifact also occured on the bipolar electrograms 1-2 and 2-3 on the ensite x and non-abbott system (bard ep recording system). The vein was considered isolated as well as all other pv's despite no signals being shown. The procedure was completed without replacement of the device and without adverse patient consequences.